Event description:
During the procedure, a pre-shaped brk needle could not be advanced through the sheath and the sheath was punctured. Another sheath was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator and sheath had been perforated proximal to the distal tip. A needle/stylet assembly from current abbott inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not be advanced past where the perforation was located. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field confirmed the brk needle had been pre-shaped. The brk needle instructions for use (IFU) states, ¿do not alter this device in any way.¿ the cause of the needle insertion difficulties and device perforation is consistent with altering the shape of the needle.